Manufacturer narrative:
Evaluation: pieces from four or five different spring clip units were returned and visually inspected. The body female component, is the only broken component returned. Each of the returned body female components split in a different way; but most are split below where the body female snap fits with the female jaw. Conclusion/corrective action: the cause of the incident was investigated but cannot be determined without additional information. The type of clip applicator used, the amount of force applied and other factors are needed to understand the condition the clip was in. Also, since these are non-sterilized clips, the method of sterilization is unknown. Engineering was unable to duplicate the reported incident with the same model clips subjected to 1 gamma radiation sterilization cycle of 25-40kgy using a fully actuated model a3218 clip applicator.

Event description:
"Dr. Applied the vascular clamp into the left internal mammary artery, when it broke into pieces. He needed to explore the chest cavity to look for the broken pieces."